Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 130 mg/dl. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On 03 november 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump battery gauge was not fluctuating. The issue was verified to be multiple power source alerts. The pump successfully began charging after leaving the pump plugged into the power source.